Event description:
It was reported that after the procedure, the nurse noticed that the drape had stuck to the warmer side. A video shows the drape tearing while being detached from the warmer side. No patient injuries, infections, or complications were reported.